Manufacturer narrative:
Based on the information provided by the complainant, it was determined that that the eight (8) cassettes containing "lymph node and breast core" biopsy samples exhibiting sub-optimal tissue processing were derived from the "factory 8hr xylene standard" protocol comprising 156 cassettes, which started in retort a at 19:57pm on (B)(6) 2020 and completed successfully at 20:50pm on (B)(6) 2020. Manufacturer evaluation of the instrument logs showed that the title of the "factory 8hr xylene standard" protocol suggests that it is the manufacturer recommended protocol of the same name. However, the "factory 8hr xylene standard" protocol has been customized such that it is seven (7) hours long excluding the formalin step; and was validated for use in the laboratory on (B)(6) 2019. The "factory 8hr xylene standard" protocol started in retort a at 19:57pm on (B)(6) 2020 originally scheduled to complete at 21:00pm on (B)(6) 2020 was subsequently re-scheduled by a user to complete at 22:21pm on (B)(6) 2020. This information suggests that the tissue samples were in formalin on both occasions that the protocol was paused and the number of cassettes was increased (since samples are kept in formalin for the waiting time until the protocol steps are started to meet the required end-time). This is accordance with the fss documentation indicating that tissue samples were in formalin while cassettes were being added in the retort. Manufacturer evaluation of the instrument logs determined that the user actions recorded in the instrument logs did not either cause or contribute to the sub-optimal tissue processing reported by the complainant. Information documented by the complainant in the adverse event information form received by leica biosystems melbourne on (B)(6) 2020 detailed that the tissue types in eight (8) of the total 156 cassettes which exhibited sub-optimal processing in this event were "lymph node and breast core biopsy". The specific dimensions of the affected tissue samples were not provided. The manufacturer recommended protocol duration for maximum tissue thickness/dimensions and different specimen types is detailed in section 8.2.1 of the leica peloris/peloris ii user manual. Specifically, it is detailed that: "endoscopic and needle biopsies of breast and prostate" with a maximum thickness of 1.5mm are processed using a one (1) hour protocol; and "all biopsies up to 3mm diameter: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps" with a maximum thickness of <3mm are processed using a two (2) hour protocol. In this instance the complainant reported that an eight (8) hour protocol had been used to process the "lymph node and breast core" samples in the eight (8) cassettes from which sub-optimal tissue processing was reported by the complainant. Although the specific dimensions of the "lymph node and breast core biopsy" samples exhibiting sub-optimal processing were not provided by the complainant, the facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
Leica biosystems received the following complaint in relation to the instrument "biopsies came out terribly processed - the tissue is sinking in the blocks." The local leica senior applications support - trainer further documented the following information reported by the complainant: "I just had a run that was a standard run over the weekend where we had some biopsies on with a regular run and the biopsies came out terribly processed - the tissue is sinking in the blocks". On (B)(6) 2020, the leica applications specialist - core histology (fss) contacted the laboratory by telephone in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information reported by the complainant: "...instrument needed to be used (B)(6) 2020 due to other tissue processor down. All reagents were changed. Poor tissue was reported on one run, 8 hr protocol with biopsies and regular tissue mixed in two baskets. Only 8 cassettes of lymph node and breast core biopsy were affected. Pathologist reported as badly fixed and poorly processed. Supervisor said tissue was underprocessed and reprocessed and is now falling off of slides. No diagnosis has been made yet." On (B)(6) 2020, the fss visited the customer site in order to provide applications support. The fss documented the following observations: "retorts are clean, bottles are filled to max levels and kept clean, wax filled to max level except wax 3 is just under min level. Bottles 1-14 and 16 were all changed on (B)(6) 2020 after the affected run. The affected tissue was described as sinking into blocks. The run was in formalin, paused multiple times and completed. Tech said it was started and paused to add more cassettes or change protocol to breast and restarted on friday to end on sunday. Retort a and retort b both have 8 hr protocols started (B)(6) 2020 1:58am and 4:06am and paused and clean cycles shortly after." The fss further documented that the reagent change threshold for xylene was adjusted from 63% to 68% at the request of the supervisor; the reagent in the "dirty xylenes" and bottle 3 (ethanol) was replaced: the wax was "topped off"; and a test run(s) was to be performed before further patient tissue was processed. On (B)(6) 2020, the assigned leica applications specialist - core histology documented the following information, which was provided during a site visit, in relation to the patient outcome for cases involved in this event: "supervisor stated 3 cases were affected. Two are unable to be diagnosed and will be re-biopsied. Supervisor thinks the affected cases may have been treated differently than other cases on protocol and have been contaminated." An identifier, age or date of birth and gender for each of the two (2) undiagnosable cases was requested from the complainant by the leica applications specialist - core histology on (B)(6) 2020. As at (B)(6) 2020, leica biosystems has not received the further information requested from the complainant.

Manufacturer narrative:
On (B)(6) 2020, leica biosystems melbourne received the following information from the leica applications specialist: core histology: "one case not diagnosed, re-biopsied"; and the patient identifier was provided: pt ID: (B)(6). On (B)(6) 2020, the leica applications specialist: core histology, further documented the following statement from the laboratory supervisor in relation to the patient outcome for cases involved in this event: "3 biopsy cases (8 cassettes total) tissue was very poorly processed...bad morphology and sunken into cassette after a while. Reprocess was attempted but section not better. 1 case could not be diagnosed and patient was brought back and re-biopsied 1 case was diagnosed but re-biopsy was suggested 1 case diagnosis rendered." On (B)(6) 2020, leica biosystems melbourne received information from the leica applications specialist: core histology that an identifier, age or date of birth and gender for each of the two (2) cases requiring re-biopsy was requested on multiple occasions. On (B)(6) 2020, leica biosystems melbourne received information from the leica applications specialist: core histology that: "the customer denied providing further patient details requested".